Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system was evaluated due to having symptoms of heart palpitations. Upon review of device data, technical services (ts) noted pacemaker mediated tachycardia (pmt) episodes were stored, however, these were atrial driven. Ts also discussed there has been a history of atrial lead noise and intermittent myopotential oversensing with isometrics. No adverse patient effects were reported. This device remains in service.